Manufacturer narrative:
Concomitant medical products: product ID: 37085-95, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: extension. Product ID: 37085-95, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: extension. Product ID: 3387-40, lot# 0205574440, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
A consumer reported via a manufacturing representative that the patient was not receiving helpful therapy despite attempted optimization. There were no improvements after reprogramming and deep brain stimulation (dbs) was unsuccessful in helping with the patient's symptoms. The patient had the implantable neurostimulator (ins) and the extension removed. The leads were left implanted due to the risk involving going back into the brain. The issue was resolved after the ins and extension removal. The patient suffered from hypoxia induced dystonia.